Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 5/28/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis on with the following findings: error 4 message observed in the error log, but the error was not reproduced during the investigation. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.